Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the "bag was overfilled." "Patient sticker" displayed the "proper dose with 375ml upon that ml infused there was a lot of med still left in the bag." Per md order, it was ok to finish the bag. The medication involved was etoposide. Total volume infused per pump was 459.36ml. This was reported to bd representatives during their site visit. There was patient involvement but unknown outcome.